Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a revision surgery (where smith-petersen osteotomy was performed and the construction was extended) due to pain and decompression from previous procedure. Reportedly, the surgeons judged that the patient needed more decom pression and extension of the fixation. During surgery, the tip of the driver broke when the surgeon turned the screw in to the bone. The surgeon did not use the tap driver before putting in the screw. Reportedly, the tip of the screw driver was still in the screw's head which could not be removed, i.e., fragments of the broken driver remained inside the patient. Reportedly, there was no impact on the construction. No patient complications were reported.

Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with torsional overload condition. The above findings are consistent with torsional overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.